Event description:
It was reported that remote data transmission was received and the atrial lead exhibited occasional p-wave under-sensing during arrhythmia episode. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.